Event description:
It was reported that a pt underwent a sling procedure in 2008. After the procedure, there was improvement in urinary leakage; however, the pt was still experiencing a small amount of urine leakage with stress. On an unk date the surgeon noted a "baby pea-sized hole" that "wasn't absorbed totally". Two months later, the pt was seen by the surgeon and was told that the surgery had failed and that the "right side of the mesh had gotten wider". The surgeon is planning to perform an unk type of surgery.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.